Event description:
During a binary lumbar plate procedure the tip of the threaded inner shaft of the lumbar plate driver broke off (separated) in the head of a lumbar plate screw. The representative covering the case stated there were no abnormalities during insertion of the screw and nothing extraordinary occurred prior to the instrument failure. The broken portion of the instrument could not be retrieved from the screw and was subsequently implanted in the patient.